Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
The handheld device and associated flashcard have been returned and analysis has been completed. There were no issues with the returned flashcard. Analysis of the handheld device confirmed the unresponsive screen. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis.

Event description:
It was reported that the physician handheld was unresponsive. A hard reset was performed, but did not resolve the issue. The physician was provided a new programming tablet. The handheld is expected to be returned for analysis, but has not been received to date. No additional relevant information has been received to date.